Manufacturer narrative:
(B)(6): consumer had a brain tumor removed approx 12 months ago (which was about 1/3 the size of her brain). She had plates and screws out in place and is slowly recovering. She still has a bit of trouble balancing, with her memory, motor functions and experiences bladder issues (urinates 20-30 times somedays). Her doctor put her on antidepressants for a while but they caused nightmares so they were discontinued. She now has a sleeping tablet (unk name) every second night and a bladder tablet (unk name) every alternate night neither of which she finds very effective. She experienced a couple of blackouts sometime last year. She constantly feels nauseous and now also suffers with dry mouth and nose. Just prior to (B)(6) she started using biotene mouth spray and finds it very effective although she finds it has a strong after taste and increases the nausea. She has also blacked out 3 times since using the product. She will continue to use the product and when she can she will consult with her doctor (she doesn't really think they know what they're doing). Age: (B)(6); gender: female; allergies: nil; product complaint not associated with ae. Consumer declined a form - no further follow up.

Event description:
Blackouts - was experiencing blackouts prior to using biotene mouth spray [blackout], strong after taste [after taste], increases nausea [nausea aggravated]. Case description: this case was reported by a consumer and described the occurrence of blackout in a (B)(6) female pt who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for dry mouth. The pt's past medical history included brain neoplasm (surgery to remove 12 months ago), balance disorder (pre use of biotene. Still give consumer a bit of trouble), memory disturbance and bladder disorder (urinates 20-30 times somedays). Previously experienced adverse reactions included blackout spell (has blacked out 3 times since using biotene) and nausea. Previously administered products included anti-depressants with an associated reaction of nightmare (caused nightmares (pre use of biotene)). Concurrent medical conditions included nasal dryness. Add'l pt notes included taking a sleeping tablet every second night (unk brand). Taking a bladder tablet every alternate night (unk brand). Concomitant products included sleep medication (nos) (sleeping medication). In (B)(6) 2014, the pt started biotene moisturizing mouth spray (2013 formulation) (oral) at an unk dose and frequency. In 2014, an unk time after starting biotene moisturizing mouth spray (2013 formulation), the pt experienced blackout (serious criteria gsk medically significant). On an unk date, the pt experienced after taste and nausea aggravated. On an unk date, the outcome of the blackout, after taste and nausea aggravated were unk. It was unk if the reporter considered the blackout to be related to biotene moisturizing mouth spray (2013 formulation). The reporter considered the after taste and nausea aggravated to be possibly related to biotene moisturizing mouth spray (2013 formulation).